Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 11 Pro Max / 2.2 / iOS_18.3.5.